Event description:
It was reported via repair work order that the bed could not be moved due to delaminated casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.